Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, organ perforation, migration. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "caval perforation: yes. 11 o'clock 9.80 mm grade 4 extending into the duodenum. 9 o'clock 5.90 mm grade 3 extending to the periphery of small bowel. Suspected fractured strut fragment at 2 o'clock 7.10 mm grade 3 extending to the periphery of the duodenum." "Tilt: yes. Posterior tilt measuring 11.33 degrees." "Migration: yes. Apex of the caval filter is at the level of the renal veins."

Event description:
Patient allegedly received an implant on (B)(6) 2009 via left internal jugular vein due to pulmonary embolism and deep vein thromboses. Patient is alleging tilt and vena cava perforation. The patient further alleges ¿I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it¿ as well as depression. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿positive for caval perforation. A total of 5 prongs have perforated ivc.¿ ¿maximum distance prongs perforated 3.05 mm.¿ ¿coronal images 0.21 degree tilt left to right.¿ ¿sagittal images 6.97 degree tilt anterior to posterior.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc) perforation, anxiety, depression and fear. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety, depression and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.